Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, it was noted rv impedance was greater than 3000 ohms on (B)(6) 2016 and sensing integrity counter (sic) went up to 23 (within 13 hours). Concomitant products: 4076, lead, implanted: (B)(6) 2006; 4194, lead, implanted: (B)(6) 2006.

Event description:
It was reported that shortly following the implantable cardioverter defibrillator (ICD) implant procedure, a high right ventricular (rv) lead impedance alert triggered. It was noted a connection issue was suspected, and a lead revision was planned. It was added that during the scheduled lead revision, the possible connection issue will be evaluated. The rv lead was later abandoned and replaced and ICD remains in use. No patient complications have been reported as a result of this event.